Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Additional concomitant medical products: item number: us157854, item name: m2a-magnum pf cup 54odx48id, lot #: 690840; item number: 103205, item name: taperloc por fmrl 11x142, lot #: 881030; item number: 139258, item name: m2a-magnum 42-50m tpr insrt +3, lot #: 192330. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09382. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent right hip arthroplasty. Subsequently, patient is experiencing elevated ion levels, pain, metallosis and difficulty ambulating. Attempts have been made and no additional information is available.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found.root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.